Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The caller reported that the patient had been having some issues with seizures. The caller reported that the patient had minor seizures that involved fainting weeks ago. The caller also reported that the patient had a seizure on (B)(6) 2018 with no convulsions and then they had one again the next day with convulsions at the hospital. A healthcare provider also called reporting that the patient was undergoing scans for syncope/dizziness and seizures and it was unknown if they were related to the device or therapy. No device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that there was no device concern, the doctors requested for an MRI and wanted to be sure how one could be done safely. The circumstances that led to the seizures, dizziness, syncope, fainting and convulsions was not known as the doctors did not find the reason. Patient stated that they were given anti seizures meds which resolved the seizures. No further patient complications were reported/ anticipated as a result of this event.